Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the elevator broke during use, the broken piece was not embedded; it was visible and easily retrieved. There was no injury to the patient. There was less than a two minute surgical delay as another instrument was available to complete the procedure. The date of the surgery is unknown.

Manufacturer narrative:
The product was returned without packaging. The elevator was visually evaluated and the tip was found to be broken off. The broken fragment was not returned with the elevator. There are scratches and normal signs of wear on the handle indicating the use of the instrument; no discoloration was found. Functional check was not performed as tip was not present. The complaint was confirmed as the elevator¿s tip has been broken off. The most likely cause of the fracture was determined to be excessive force applied by the user. The device history record was reviewed and there was not a non-conformance found. There are no indications of manufacturing defects and no updates to the risk assessments needed.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.